Event description:
A malfunction alarm identified as ¿malf 12¿ was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer did not report or reset the pump for this malfunction in the last 24 hours, so technical support provided pump reset information and assisted with the reset. The malfunction did not recur after resetting, and the customer was advised to continue using the pump while being instructed to call back if any malfunction code appears again.